Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge was difficult to insert. There was no adverse impact to customer's blood glucose level. Reportedly, the customer used more force and was able to successfully load the cartridge and resume insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.